Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03539. It was reported that the patient loss therapy due to high impedances on one lead. It was noted that the patient had a fall. Surgical intervention may occur to address the issue. It is unknown which lead has the issue, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-01429. Additional information received indicates that both leads had high impedances and the patient underwent surgical intervention to address the issue. During the procedure, it was noted that one of the anchors had broken into 2 pieces. As a result, the leads and anchor were explanted and replaced. Effective therapy was established post-operatively.